Manufacturer narrative:
The complaint sample was not available for evaluation to confirm the alleged product malfunction. Therefore the complaint is deemed as not confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her discontinued treatment. The machine alarmed and the patient opened the cassette door and discovered a fluid leak. The patient was advised to contact her pd nurse, the set was not made available for evaluation. During follow up the patient reported she did not have any signs of infection. The patient and the patient's pd nurse reported the patient was not prescribed any antibiotics.